Event description:
Procedure type: sleeve gastrectomy. According to the reporter: at the end of the case the scrub tech saw a screw on the scrub table next to the endo gia ultra xl believed to be a rivet from the hinge portion of the black load which was attached to the stapler. Attempts were made by the surgeon and the nurses to find a second rivet which was also noted to be missing. It could not be located. There has been no adverse effects involved and patient reported. The nurse did say that when she loaded and cycled the instrument it was scratchy and did not feel smooth. Was any reinforcement material used in conjunction with the stapling device? No.

Manufacturer narrative:
(B)(4).